Event description:
It was reported that an asymptomatic patient presented in hospital for the removal and capping of an old medtronic pacemaker on the other side of the patient. The implantable cardioverter defibrillator showed multiple instances of oversensing. Review of the most recent merlin.net transmission showed multiple non-sustained oversensing and non-sustained ventricular tachycardia episodes due to myopotentials oversensing. Programming changes were recommended but not made, as the noise appeared to have stopped once the medtronic device was removed. The patient remained stable.